Manufacturer narrative:
Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a high atrial tachycardia/atrial fibrillation (at/af) counter due to intermittent far field r-wave (ffrw) oversensing. The patient is programmed ventricular pacing only. The atrial lead remains in use. No patient complications have been reported as a result of this event.